Event description:
Description of event under the endoscope guide to do biopsy at tail of pancreas with 24.7x17.7mm mass but found out the needle cannot be retracted. After retration user detected the inside of needle broken. Patient outcome "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes ls requested with originator 15 jul 2025 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? No. 2. Was gaining access was gaining access to the target site difficult? No 3. Was puncture of the targeted site difficult? No. 4. What is the scope manufacturer and model number that was used? Olympus gif-uct260 5. Was the scope recently service/repaired? No. 6. Was the device used in a tortuous position? No. 7. Are images of the device or procedure available? No 8. Was the device damaged in packaging before removal? No 9. Was the device damaged on removal from packaging? No 10. Was force required to remove the device? No 11. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retraction. 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 13. Did the patient require any additional procedures as a result of this event? No 14. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a 15. Was gaining access to the target site difficult? No. 16. Was force required on insertion of device into scope? No. 17. Was resistance felt while inserting the device through the scope? No 18. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no 19. When was the issued with the product noted? On needle retraction 20. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 21. Was the stylet partially removed when advancing the needle into the target site? Yes 22. Was the syringe used during the procedure, after the stylet was removed? No. 23. Was difficulty experienced while retracting the needle? Yes 24. Was it possible to be fully retract before removing the needle from the patient? No. 25. How many samples were obtained (passes completed) with this needle? None 26. Did any section of the device detach inside the patient? No. 27. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation (B)(4) unit of lot c2251889 of echo-19 was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 26 aug2025. On evaluation of the devices the following observations were made: visual inspection: device returned with needle advanced. Distal end of needle examined, and no issue observed. Stylet examined and no issue observed. Needle removed from the device and proximal break observed below sheath extender. Broken part of the needle was removed and examined and break observed at approximately 136 cm from the top of the needle (ipe ruler: ipe0938-2, calibration due date: mar 2033) functional inspection: sheath extender able to advance and retract without issue. Needle handle was able to advance and retract but the needle would not retract into the sheath. Stylet removed from device with no issue. Stylet reinserted into the device with difficulty. Reported failure was observed. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2251889 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be identified. However, a possible root cause for the proximal needle break may be attributed to excessive force applied during advancement into a hard lesion, leading to mechanical stress on the proximal section of the needle. The mechanical stress exerted during advancement and the resulting structural compromise may have contributed to the breakage and subsequent retraction difficulty. Another potential contributing factor may be related to user technique or device handling, wherein excessive angulation or bending of the needle during advancement may have occurred. This may have caused the proximal needle break below the sheath extender, as observed during the lab evaluation. The break likely led to the needle retraction difficulties reported by the customer (as noted in additional question 11 and the event description), which were also confirmed during lab evaluation. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on functional and visual inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary according to the customer, the needle cannot be retracted. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be identified. However, a possible root cause for the proximal needle break may be attributed to excessive force applied during advancement into a hard lesion, leading to mechanical stress on the proximal section of the needle. The mechanical stress exerted during advancement and the resulting structural compromise may have contributed to the breakage and subsequent retraction difficulty. Another potential contributing factor may be related to user technique or device handling, wherein excessive angulation or bending of the needle during advancement may have occurred. This may have caused the proximal needle break below the sheath extender, as observed during the lab evaluation. The break likely led to the needle retraction difficulties reported by the customer (as noted in additional question 11 and the event description), which were also confirmed during lab evaluation.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14 sep 2025.